Event description:
It was reported that the procedure on (B)(6) 2012 was to treat a heavily calcified right subclavian artery. The absolute pro stent was deployed without issue, but during post-dilatation, the stent jumped forward resulting in the end of the stent hanging into the aorta. Another stent was deployed, tacking down the absolute pro, to keep it from floating down the aorta. The patient went to surgery on (B)(6) 2012 to have both stents removed. Post surgery, the patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. It should be noted that the absolute pro.035 instructions for use states that the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, the procedure was to treat a lesion in the right subclavian artery; however, it is unknown if this contributed to the reported event. Based on the review, no product deficiency was identified.